Manufacturer narrative:
The leads were not returned to saluda for analysis. X-ray image was provided, but the cause of the lead migration and unintended stimulation remain unknown. Without the return of the leads for analysis, it is not possible to reach a definitive root cause. "Lead migration from the location chosen at initial implantation, resulting in stimulation changes." And "undesirable changes in stimulation sensation and/or location" are listed as potential risks in the evoke scs system surgical guide. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported stimulation in unwanted areas. An x-ray revealed both leads migrated. Both leads were replaced during a revision procedure which resolved the issue.